Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons had to be pressed a few times in order to respond. Customer's blood glucose was unknown. Customer also reported of being hospitalized on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer insisted on wearing insulin pump in the hospital and believed that insulin pump was over delivering as blood glucose dropped to 26 mg/dl. Customer declined troubleshooting.